Event description:
A malfunction alarm, identified as "malf 0," was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset. The customer was informed to continue using the pump and to contact support if the issue arises again.